Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise that resulted with inappropriate mode switching. At next clinic visit pocket manipulation and isometrics would be performed and reassessed. No additional information was available.